Manufacturer narrative:
No additional testing required. The customer performed repeat testing with the same lot of anti-d (monoclonal blend). The expected rh negative results were obtained. Unable to rule out user error on initial testing. The product is performing as expected.

Event description:
Customer reported unexpected positive (4+) when testing patient's sample with gammaclone anti-d reagent.